Event description:
It was reported the device battery voltage measurements had varied. It was also reported the current measurement was 2.83 volts when checked in the clinic and an actual measurement of 2.97 volts when device data was reviewed . No patient complications were reported as a result of this event.

Event description:
It was reported the device battery voltage measurements had varied. It was also reported the current measurement was 2.83 volts when checked in the clinic and an actual measurement of 2.97 volts when device data was reviewed. No patient complications were reported as a result of this event. It was further reported that there was early battery depletion and that the device was at eri (elective replacement indicator). Review of device data showed that the device appears to have tripped eri due to battery impedance criteria. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.83v and the daily measurement was 2.99v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.83v and the daily measurement was 2.99v.